Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The day after onset of the event, the patient began treatment with intraperitoneal (ip) vancomycin (1 gram per bag, frequency and duration not reported) and ip meropenem (500mg in 3 exchanges per day, duration not reported) for peritonitis. At the time of this event, the patient outcome was unknown. Dianeal therapy was ongoing. No additional information is available.